Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure. The procedure was completed after multiple reboots and with a delay of less than 20 min. It was reported to philips that the system was unable to boot up. Review of the log file shows problems with startup and intermittent access to flexspot pc. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the suite pc was defective as the pc would not boot up nor power on. To resolve the issue, fse replaced the suite pc. The defective parts were returned for analysis, for suite pc malfunction was observed and failure was found to be intermittent power issues with the suite pc. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.